Event description:
Additional information received reported reprogramming was the only intervention and events were marked as not serious. Review of this MDR and/or additional information received shows this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.

Event description:
Additional information received reported the imbalance and abnormal gait was considered resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
It is noted manufacturing report # 3004209178-2016-10159, follow up number 002 was erroneously submitted.

Event description:
Review of this MDR and/or additional information received shows this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported that a patient whose indication for use is essential tremor and movement disorders had stimulation that was not effective, abnormal gait and dysarthria. The patient had been having side effects of slurred speech. The patient still had some bothersome tremor of both hands, the left was worse than the right and the patient was left handed. The patient had also been experiencing some imbalance. Device was interrogated; left was case positive, 1 negative, pulse width 90, rate 160, 2.3 v; right was case positive, 10 negative, 2.3v, pulse width 90, and rate 160. The patient was reprogrammed on (B)(6) 2016 to left case positive, 0 negative, pulse width 60, rate 160, 0.5v and right case positive, 8 negative, 1.5v, pulse width 60, rate 160. The outcome of the stimulation not being effective and dysarthria was resolved without sequelae. The outcome of the abnormal gait was ongoing. This was related to the device or therapy and not related to the implant procedure but was due to programming. Seriousness had noted that the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.